Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, physical damage to the lcd screen was observed. The device's lcd screen needs to be replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's sensor board needs to be replaced to address the issue.